Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device failed to discharge using external paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device logs of the customer's report was provided. Review of the device logs indicated the end user utilizing saline as the conduit between the patient and electrodes. The ventilation pad impedance waveform displayed significant fluctuations in patient impedance. The device did not detect the valid impedance required to deliver the shock, and the energy was ultimately disarmed using the energy up/down key. It's noteworthy to mention, per the x series operator's guide, an adequate amount of electrolyte gel must be applied to the paddles, and a force of 10 to 12 kilograms (22 to 26.4 pounds) must be applied to each paddle in order to minimize this impedance. No trend is associated with reports of this type.